Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant, high out of range shock impedance measurements were observed on the device and right ventricular (rv) lead. It was determined the out of range impedance measurements were a result of a poor connection. As a result, a revision procedure was performed to correct the connection. Afterwards, all measurements were appropriate. No additional adverse patient effects were reported.